Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side ¿rupture and capsular contracture, baker grade IV.¿ the device remains implanted.

Manufacturer narrative:
Device visual evaluation: visual analysis of the photographs identified: particles red in the shell, creases fold and deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data: b.5., b.6., d.7., h.6.

Event description:
Device has been explanted.